Manufacturer narrative:
(B)(4).

Event description:
The patient experienced surface tenderness in (B)(6) 2009. A week later, she went to urgent care and the device had worn through her skin and was badly infected. The next day, the patient had the device explanted. It took 7 months to heal completely. It was noted that the device worked perfectly. Additional information has been requested.